Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a laser lithotripsy with stone extraction procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 30w with settings of 0.2mj and 20hz. According to the complainant, during the procedure and inside the patient, the laser fiber stopped firing energy and the connector became hot. The user was not burned. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.